Event description:
The customer reported that the system froze and failed to allow fluoroscopic exposures. No patient serious injury or death was reported related to this event. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.